Event description:
General report received of an unspecified number of undocumented incidents of no flow. On unspecified dates, the tubing sets were being used to deliver unspecified medications via plum pumps. No specific event details were provided. After unspecified lengths of time, no flow of solutions were noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no add¿l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.